Event description:
IV pump was programmed to run blood product at 100 ml/hr. 2 hours into infusion, blood product bag was 3/4s full when it should have been over halfway done infusing. Pt was receiving blood at a lower rate than it was programmed to be running, therefore delaying care.